Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen normally. The black box revealed dates from (B)(4) 2014; the complaint was logged (B)(4) 2014. There was no black box data to support the timeframe of the complaint. Two low battery warnings were observed in the alarm history. There was no evidence of excessive battery usage observed in the current black box. Two cracks were observed in the battery compartment below the grip pad and there was evidence of moisture contamination observed inside the battery compartment. The battery cap was not returned with the device. A test battery cap was used and was able to fully tighten. There was no power loss observed during testing and the current draws were within specifications. A leak test revealed a leak at the battery compartment crack. The pump was removed from the case and there was no evidence of additional moisture contamination or loose components observed inside the pump. Unrelated to the battery compartment crack, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump required frequent battery changes. It was reported the battery compartment had a crack; there was no evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the pump powered on to the verify screen normally. The black box revealed dates from 01/14/2014 to 01/22/2014; the complaint was logged 01/10/2014. There was no black box data to support the timeframe of the complaint. Two low battery warnings were observed in the alarm history. There was no evidence of excessive battery usage observed in the current black box. Two cracks were observed in the battery compartment below the grip pad and there was evidence of moisture contamination observed inside the battery compartment. The battery cap was not returned with the device. A test battery cap was used and was able to fully tighten. There was no power loss observed during testing and the current draws were within specifications. A leak test revealed a leak at the battery compartment crack. The pump was removed from the case and there was no evidence of additional moisture contamination or loose components observed inside the pump. Unrelated to the battery compartment crack, the display was dim and discolored. (B)(4).